Event description:
During service by baxter, the device failed accuracy test. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional informatin or contact was available.